Event description:
The manufacturer received an explanted infusion pump from a funeral home for "disposal only", and documentation that the pump was removed for "cremation purposes". No further information was provided. Patient was being treated with lioresal intrathecal(baclofen injection) 2000 mcg/ml 600 mcg, daily, route intrathecal.

Manufacturer narrative:
This report is being sent following an internal audit. Evaluation summary: pump stalled initially verified by x-ray - pump was running dry >2 years likely contributed to stall.